Event description:
It was reported that the customer found air bubbles in the infusion set. It was stated that the customer used cold insulin and does not move back and forward the reservoir o rings with the plunger. Customer was advised to use insulin at room temperature to avoid the air bubbles. Blood glucose value was 13.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.